Manufacturer narrative:
Initial reporter phone: (B)(6). The bwi product analysis lab received the device for evaluation on 2/19/2021. The device evaluation was completed on 3/1/2021. Upon receipt, the catheter was visually inspected, and it was found with a hole on pebax with reddish-brown material inside and internal parts exposed. Then, an electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. A manufacturing record evaluation was performed for the finished device, and no internal actions related to the reported complaint condition were identified. The customer complaint regarding noise issue was unable to be duplicated during the product investigation; however, the blood inside the pebax area found could be related to the reported issue. The root cause of the damage on the pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure; however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a procedure with a thermocool¿ smart touch¿ sf bi-directional navigation catheter and the biosense webster, inc. Product analysis lab observed a hole on the pebax with internal metals exposed. Initially it was reported that during inserting the ablation catheter into the patients body, there was signal noise on 1-2 and 3-4 on both the carto 3 system and on the recording system. The issue was resolved by changing the thermocool¿ smart touch¿ sf bi-directional navigation catheter to another catheter. The procedure was completed without patient's consequence. The noise issue was assessed as not MDR reportable as the risk to the patient was low. The biosense webster, inc. Product analysis lab received the device for evaluation and observed on (B)(6) 2021 reddish material inside the pebax and a hole on its surface. Internal metals are exposed. The lab finding of the hole on the pebax with internal metals exposed was assessed as MDR reportable. The awareness date for this lab finding is 2/25/2021.

Manufacturer narrative:
In the previous submission, a recall number was incorrectly provided. Please note that this recall number is not associated with this event. Manufacturer's reference number: (B)(4).